Event description:
It was reported that crystallization was observed on three (3) units of u9000 before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual devices were not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that white crystallization was observed in the head area of all three products. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.